Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed (B)(6) 2021 on a direct tested nipro sponge nasopharyngeal swab. A patient was transported by emergency due to suspicion of an appendicitis tested positive with covid-19 assay when entering the hospital. Although, the patient had no respiratory symptoms, a fever of 38.5 degrees was noted. Subsequently, the patient was transported to a facility where surgery could be performed regardless of a covid-19 positive result.. The surgery was performed and at that time, a filmarei pcr confirmation test was given using a new sample and generated negative results. The next day on (B)(6) 2021 a fujirebio antigen quantification and a second filmarei pcr confirmation were performed and both generated negative results. Additionally, the customer reported there was a delay with the patient's emergency surgery due to being transported to another facility. The customer reported there was no patient harm.